Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced energy shield monitor (esm) to resolve the issue. The system was verified and ready to use. Isi has not received the esm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical tongue-based resection procedure that the monopolar energy could not be activated. The four status leds on the energy shield monitor (esm) were blue. The customer replaced the monopolar cord, but the issue remained. The technical support engineer (tse) instructed to power cycle the system, install a new ground pad, and replace the monopolar instrument. The surgeon was still unable to activate monopolar energy. The tse advised that a defective esm caused this issue and would need to be replaced. The surgeon decided to continue the procedure using bipolar energy. There were no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Customer reported that monopolar energy could not be activated during the procedure, while bipolar energy functioned normally. Four status leds on the energy shield monitor (esm) were blue. The user replaced the monopolar cord, but the issue persisted. After being instructed to power cycle the system, install a new neutral pad, and use a new monopolar instrument, the problem remained. It was concluded that the esm was defective and required replacement. The surgeon continued the procedure using a bipolar instrument and requested fse support to restore monopolar energy. Fse visited the site and observed that monopolar energy could not be activated due to intermittent esm malfunction. The esm was replaced, and the replacement was completed without issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The esm was analyzed and found visual inspection revealed no issues related to the reported event. The unit functioned as expected when tested on a golden system, with all ports, connections, and cautery operating normally. Partial disassembly and inspection of the configuration printed circuit assembly (pca) and faceplate showed no abnormalities. The complaint was not confirmed based on failure analysis. The probable root cause in this case cannot be determined as the issue was not confirmed and replicated during the failure analysis. Fse have replaced the esm during the site visit to resolve the caused issue.

Event description:
Refer to h11 for follow-up information.